Manufacturer narrative:
Bd was unable to perform a thorough investigation as no sample, material, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd alaris pump module smartsite infusion set was over infusing the following information was received by the initial reporter with the following verbatim. Description: acetylcysteine running in large volume IV pump, tubing placed in channel correctly and appropriately set on brain and correct rate reading on screen, ~30 minutes after starting infusion bedside nurse noted a near empty bag on IV pole and noted that nearly the full acetylcysteine bag had gone in within that time.